Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. No noise was noted on the e-grams and event markers. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were surgically abandoned during a change out procedure for normal battery depletion due to an unspecified performance anomaly. New leads were successfully implanted and no additional adverse patient effects were reported. The field representative reached out to the clinic and upon review of the data from the patient's chart found that the rv lead exhibited noise and high out of range pacing impedance measurements of greater than 2500 ohms starting eight months prior to the revision procedure. At that time the pacemaker had been programmed to pace and sense in the atrium only. The notes and review of the electronic medical record system did not indicate an issues with the ra lead. A leadless pacemaker was implanted when the pacemaker was explanted and the rv and ra leads were surgically abandoned. No additional adverse patient effects were reported.